Manufacturer narrative:
It was reported that that the customer went to grab the bar when it "flew off" causing the them to re-injure their knee. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that that the customer went to grab the bar when it "flew off" causing the them to re-injure their knee.